Event description:
Advocate stated her daughter received a blood glucose reading below 20 mg/dl on the contour next link at 1:40am. She felt shaky. She ate sugar, took 6 gluco tablets and drank apple juice, which made her feel better. The advocate was advised to return the test strips for evaluation. New meter and strips were sent to the customer.